Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of peritonitis in a patient coincident with extraneal viaflex therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis. The nurse did not provide information regarding whether the patient was hospitalized, laboratory results, diagnostic testing, or if treatment was rendered. The outcome and root cause of the peritonitis was not reported. Action taken with extraneal therapy was not reported, however, the nurse reported "the patient had been swapped to a 2.27% bag (fluid not specified), retested and the patient was fine." The reporter believed the event of peritonitis was related to extraneal viaflex therapy.